Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 561524, serial/lot #:(B)(4), ubd:, UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd:, UDI#: (B)(4) ; product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: 00721902974816 ; product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a spinal decompression procedure. These were (10) separate incidences not the same surgery. No patients was affected or harmed during the use of the flex arm. All events were reported intra-op but not necessary while the metrx tubes were inside the patient. Some might have been tested as they were locking it onto the bed rail. It was reported that the knob just behind (proximal) the smaller handle joint. It is freezes up or getting stuck and the surgeons/pas then can¿t loosen it enough to adjust the arm or remove it from the wound if it¿s already inside the patient. No patient involvement was reported.